Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient stated that while laying down on low settings, they get "shocked" out of bed. The patient said that they feel an impulse in both their legs that is really sharp. The patient said that they do not feel this while standing up straight but do feel this when they arch their back. The patient said they have felt this little by little for the last month and they keep lowering their settings. The patient  said they have not had their settings this low since 6.5 years ago when they were first implanted. The patient was redirected to their healthcare provider to further address the issue.